Event description:
It was reported, the pt experiences pain at the new ipg pocket site. The pain is present with stimulation off and is worse with the stimulation on. As a result, the pt is not using the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.